Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 128 mg/dl, 140 mg/dl and sensor glucose value was 40 mg/dl, 70 mg/dl and 99 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor value that triggered the suspend event was given as suspend before low alert. Suspend on low limit in sensor settings was 60 mg/dl. Blood glucose value associated with the triggered suspend event was 125 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer declined troubleshooting. The sensor will not be returned for analysis.